Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; cause was unknown. Blood glucose (bg) level not provided. Tandem technical support made multiple follow up attempts to follow up with the customer, however no response was received. No additional information available.